Event description:
It has been reported to philips that the system did not power up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that system didn¿t power up. Upon troubleshooting, fse reconnected the cable, checked three phases power for gpdu and confirmed 238vac present in both sides l1,l2 and l3 fuses also reassembled gpdu , removed micro sd ,changed the configuration and m cabinet powered on successfully. Fse also reconfigured the sd for r cabinet and restart the system; but still the issue persists. Fse confirmed the issue with r cabinet configuration. To resolve this issue, fse replaced the power distribution assembly (pdm) for the r-cabinet and programmed it to the new guid address on the label; verified all connections, powered up the system. The defective part was returned to philips for further analysis and confirmed the electrical defect as the inner fuse was broken. After repairs, the system was returned to use in good working condition. The codes were updated based on investigation outcome.